Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a premature battery depletion (pbd) message. Technical services confirmed the pbd message was caused due to frequent magnet exposure, as the device had over 30 minutes of magnet applications. This is a known issue that causes a temporary battery voltage decrease. The magnet exposure was removed, and the battery voltage has recovered since; the patient will continue to be monitored. This s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.